Manufacturer narrative:
Method: actual device not evaluated. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, although there have been attempts to retrieve the explanted device, the valve was not evaluated by edwards lifesciences. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. At this time, edwards is unable to confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device is anticipated for return to edwards lifesciences and an evaluation of the product is currently pending its arrival. A supplemental report will be submitted upon completion.

Event description:
Edwards received additional information indicating this bioprosthetic aortic heart valve was explanted after five (5) years, four (4) months due to prosthetic aortic valve stenosis. Upon visualization, the valve had leaflet restriction and exhibited calcification on 2/3 of each leaflet. This was removed and replaced with a 23mm pericardial valve which seated nicely. Intraoperative tee revealed excellent valve function with no perivalvular leak. The patient tolerated the procedure well and was transferred to the cv-ICU in stable condition. The post-operative course was complicated by the development of septic shock, as the patient was diagnosed with e. Coli pneumonia as well as pseudomonas pneumonia. Although the patient's course somewhat stabilized, he was never able to be fully weaned from vasopressor support and passed away on post-operative day #10.

Manufacturer narrative:
Method: actual device not evaluated. Additional manufacturer narrative: although there have been attempts to receive further information regarding the device and event, no additional details were provided and the explanted device was not returned to edwards for analysis. At this time, edwards is unable to conclusively determine the root cause for this event. No information was provided to edwards that indicated there was a device malfunction or quality deficiency that contributed to the patient's death. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this device was explanted after five (5) years, four (4) months due to unknown reasons. Further information received indicates the patient expired due to unknown reasons. No additional details provided.